Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion and the right atrial (ra) lead had high thresholds. It was also reported that the ra lead was implanted after the use before date. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.